Event description:
The customer reported poor image quality and system is tracking to max technique and displaying an overload fault. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank, battery charger, and left monitor. System operates as intended. (B)(4).